Event description:
On (B)(6) 2012, the patient contacted animas stating on the morning of (B)(6) 2012, the meter read "high" and at 1:30 am, the patient went to the emergency room (ER). It was noted that the patient started feeling bad the night before, she did not eat, her bg was 479 mg/dl, she bolused via the pump and the bg values did not respond as expected. The cartridges and infusion set tubing were reportedly leaking and the patient stated that her bg values were fine until her supplies were changed on (B)(6) 2012. The patient reportedly tested positive for ketones in the ER, was treated via intravenous drip (IV) for dehydration, remained on the pump and then was discharged from the hospital at 5:30 am. It was noted that when the patient was home, the patient's bg reportedly elevated to over 500 mg/dl and she had symptoms of nausea and vomiting. The patient reportedly went back to the ER at 9 am, remained on the pump, was treated the same way noted above and was discharged from the hospital at 12:30 pm. During one of the patient's ER visits, the patient reportedly was "writhing in bed", she was in pain and was given ativan for treatment. On (B)(6) 2012, when the patient was at home, the patient's blood glucose (bg) value reportedly elevated to 417 mg/dl and the patient claimed she was "feeling awful", her "mouth was dry as cotton" and she felt dizzy. The patient reportedly treated the bg by correction injection, she had made adjustments to pump so that the basal rate doubled and at 6:45 am, the patient's bg reportedly decreased to 263 mg/dl. The patient claimed that her bg levels would remain within normal limits when she was correcting with injections. The patient stated that she smelled insulin and noticed insulin dripping from the cartridge compartment during a cartridge change. There was reportedly so much insulin in the pump that she had to shake it in order to remove all of the insulin. Customer support (cs) reviewed the pump history with the patient and noted that the pump emitted an "empty cartridge" alarm on (B)(6) 2012 at 3:49 pm. A prime was also noted at 4:05 pm. The patient stated that she replaced the site/set and cartridge at that time. The patient denied visible damage or leaking in the infusion set tubing or cartridge. The o-rings were reportedly intact. The patient reportedly did note some air bubbles in the cartridge but stated she was playing with it. The patient is reportedly replacing supplies and is returning the cartridges and tubing for investigation. It was noted that the patient was going to use expired materials for her back-up plan. Cs advised the following to the patient: to contact the health care provider (hcp) for a prescription to the back-up plan, to monitor bgs, to contact the health care provider (hcp) for assistance and to seek medical help as needed. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation that the infusion tubing and cartridges were leaking.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the second cartridge failed with a leak from the cartridge plunger. The plunger was removed from the cartridge and a cut was found in the first o-ring.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.